Manufacturer narrative:
The customer spoke with the customer care center (ccc) and requested service to be sent. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the sample and reagent probe calibration, performed bubble detector test, performed sample probe air pump test, performed the reagent probe bubble detector test and all passed. The cse then calibrated the waste bubble detector sensors. A follow-up with the customer found that the issue has been resolved from the service performed by the cse. The customer states hcg has been acceptable. The customer also stated that all quality control (qc) has been acceptable. The cause of the discordant, false negative human chorionic gonadotropin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The physician questioned the result and performed an ultrasound on the patient, which confirmed the patient was pregnant. The sample was retested on the same advia centaur cp instrument, resulting higher. A corrected reported was issued to the physician(s). There are no known reports of adverse health consequences due to the discordant, false negative human chorionic gonadotropin result.